Manufacturer narrative:
The other additional mitraclip is being filed under a separate medwatch report number. The device was not returned for analysis. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to the reported event. Additionally, a review of the complaint history identified no similar incidents from the lot. All available information was investigated, and the reported difficult to remove from the anatomy appears to be related to user technique/procedural circumstances and due to the positioning of the guide. The reported tissue damage appears to be due to clip becoming caught in the chordae and therefore related to procedural circumstances. The unchanged mitral regurgitation (mr) was likely a result of the tissue damage. The reported patient effects of worsening mr and chordal rupture are listed in the mitraclip system instructions for use as known possible complications associated with mitraclip procedures. There is no indication of a product issue with respect to manufacture, design or labeling.

Event description:
This is being filed to report the difficulty removing the device and damage to the chordae. It was reported that this was a mitraclip procedure to treat mixed mitral regurgitation (mr) with a grade of 4. One xtr clip delivery system (cds) (90214u109) was advanced and during alignment in the atrium, the physician went anterior with the guide, resulting in the cds interacting with the chordae. The clip was freed and able to be implanted however damage was noted to the chordae. A second clip delivery system (cds) (90214u107) was advanced to the mitral valve however the grippers were not raising and it appeared the gripper line was stretched. The cds was removed without issue. A third cds (90214u111) was advanced however grasping was unsuccessful due to poor imaging. The clip was not implanted and the cds removed. The procedure was aborted at this time with the mr remaining at 4. There was no clinically significant delay in the procedure and no adverse patient effects. No additional information was provided.